Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose and low blood glucose value of 43 mg/dl and 450 mg/dl. Customer's other blood glucose value was 94 mg/dl. Based on customer report customer does not allege pump was over delivering. The customer was treated with manual injection and bolus for high blood glucose and carbohydrate for low blood glucose. Customer reported crack in pump casing. The insulin pump was not expected to be returned for analysis.